Event description:
A maude report was received from the FDA with a customer report of an occlusion involving a clearlink continu-flo solution set during patient use resulting in an unknown injury requiring unknown intervention(s). The customer reported that the umbilical artery catheter (uac) line to the pump (unknown) continued to alarm? Occlusion upstream?. The tubing was moved in the pump three times without resolution and then changed to a different pump without resolution. The intravenous (IV) tubing was then changed, and it still would not purge through. The third set of tubing was used, and infused without a problem. The status of the patient is unknown. It is unknown if a sample is available. The facility and reporter information was not provided.

Manufacturer narrative:
Although the maude report indicates a sample is available, no reporter/facility information was provided, therefore, baxter is unable to contact the facility for return of the sample. The FDA has been contacted with a request to provide the facility information.